Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-sep-2017, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were power switching resulting in a loss of power to the controller. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted for updates to the investigation of the batteries below. Additional products: (B)(6) h6: FDA conclusion code(s): 4315 (B)(6) dev rtn to MFR? Yes d10: yes, return date: 18-may-2019 h6: FDA method code(s): 10, 4112 (B)(6) dev rtn to MFR? Yes d10: yes, return date: 18-may-2019 h6: FDA method code(s): 10, 4112 (B)(6) dev rtn to MFR? Yes d10: yes, return date: 18-may-2019 h6: FDA method code(s): 10, 4112 product event summary: seven (7) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving six of the batteries. Controller log files also revealed a controller power up event on (B)(6) 2020, at 12:34:26. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 58% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 94% rsoc. Momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing had been performed on the batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the batteries and controller. An internal investigation evaluated momentary disconnections. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental report is being submitted to report the battery serial numbers. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2018-12-31 / serial #: UDI #:(B)(4) d10: no h4: mfg date: 2017-12-28 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2018-09-30 / serial #: (B)(6) UDI #:(B)(6) d10: no h4: mfg date: 2017-09-30 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 2019-08-31/ serial #: (B)(6) UDI #: (B)(4) d10: no h4: mfg date: 2018-08-27 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three batteries were returned to the manufacturer along with the batteries that were said to exhibit power switching. The batteries subsequently tested out of specification during manufacturer¿s analysis. Three more batteries were not returned but tested out of specification during manufacturer¿s analysis of the log file report. No patient complications have been reported as a result of this event.